Event description:
It was reported that a toric intraocular lens model zct300 was implanted in the patient's eye on (B)(6) 2014. It was stated that the lens rotated and was repositioned in a secondary procedure on (B)(6) 2014. There was no incision enlargement required during the repositioning. No patient injury was reported. It was stated that the toric intraocular lens rotated again, and the physician did a second repositioning of the lens in a separate procedure. The patient was reported to be doing fine. Per the physician the first reposition improved but rotated back half way to the original malposition because the physician did not completely free the intraocular lens (iol) and rotate it. Instead, only one side of the iol was rotated. For this reason, the iol had a tendency to rotate back out of alignment. The second time the physician repositioned by freeing the entire iol and rotating it 180 degrees and repositioned it to the intended axis, whereby it stayed in position just fine. The physician also attributes the iol malposition most probably due to rotating with re-pressurizing the eye and the patient¿s deep chambers and associated with uncorrected astigmatism. No further information was provided.

Manufacturer narrative:
Implant date: not applicable as lens remain implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: date of the report: (B)(6) 2014. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
Additional information: incident occurred on patient's right eye. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Optical inspection showed lens was within optical and cylinder power specifications. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.